Event description:
It was reported that the pump was working but that there seemed to be a discrepancy at the refill as to what was in the pump and what appeared on the physician programmer. Further, at the last few refills there had been too much medication in the pump. A catheter dye test had already been performed and a rotor test was to be performed. No patient harm was associated at this time with this event. The pump reportedly remains implanted. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to verify event details, troubleshooting, resolution, patient symptoms, and current patient outcome. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the patient did not experience any change in symptoms. The expected reservoir volume (erv) was 4.6 milliliters (ml) and the actual reservoir volume (arv) was 8.6 ml. This had happen previously to the patient on (B)(6) 2014. At that time a plain x-ray was done and a catheter dye test on (B)(6) 2014 and no issues were found. At the time of the original discrepancy there was no change in symptom control. However, now there was an increase in spasm. The logs were not read at the last refill but were to be at the next. A roller test was to be performed at the next refill. This device system delivered compounded baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).